Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent loss of capture (loc) was observed on the right ventricular (rv) lead by a nurse and anesthesiologist in the gastroenterology laboratory. It was noted that the patient was lying on their left side when this occurred. A remote transmission was sent but no loc was noted on the current electrogram. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.